Manufacturer narrative:
Secondary intervention required - (B) (4). Evaluation results: (paralysis, occlusion), (patient's abnormal location of the origin of the spinal artery).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity, no calcification and mild thrombosis. The patient had no issues at the end of the procedure; the femoral pulses were excellent. It was reported that the following day the patient has partial paralysis, from the waist down. The patient has mobility in their toes, but not their legs. The physician stated that there are no issues with the patient's neurology. The physician stated that there are no issues with the patient's neurology. The physician implanted a csf (spinal drain). The mr demonstrated that the stent graft covered the spinal artery due to the patient's abnormal location of the origin of the spinal artery. There are no kinks or occlusions in the stent graft. The patient is currently undergoing rehabilitation and is being monitored. No additional clinical sequelae were reported and the patient is stable.